Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision due to dislodgment, the helix would not extend properly. The lead was explanted and replaced. The patient was well before and after the procedure.